Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03971 / 03972).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately five years post-implantation due to patient allegations of pain, tissue damage, local tissue reaction, metal tinged fluid, metal wear and metal poisoning. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A m2a-magnum mod hd sz 52mm, part # 157452 from lot 937580, was returned and evaluated against the complaint. Visual inspection found the head to be scratched and scuffed consistent with metal on metal construction. The head remains assembled with a taper insert. The rim of the head and exposed face of the insert are dinged and scratched. White debris is present within the taper of the insert. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is number 1 of 2 mdrs filed for the same patient - reference 1825034-2016-03971 / 03972. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.